Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found the clear insulation was damaged. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The jaws were not stuck shut. The jaws opened and closed normally when the handle was activated. An additional failure was found during the investigation; the clear insulation is damaged. The additional findings did not contribute to the reported condition. The sample failed hipot testing. The root cause of the investigation findings is user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the jaws of the device became locked shut. The surgeon was able to remove the device from tissue. The device was returned for investigation with the clear insulation damaged, and the device failed hipot testing.